Event description:
It was reported that the patient had an infection. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50e, serial: (B)(4), batch: 7106531.

Event description:
It was reported that the patient had an infection. The patient was prescribed with antibiotics. The patients trial leads were removed. Additional information was received that the removed trial leads were not returned.